Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a ventricular tachycardia ablation with impella interventional procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. A second proglide device was deployed; however, when the plunger was depressed, pulsatile blood flow was noted at the marker lumen. The abbott vascular sales representative advised the physician to abort the use of the second proglide device as the suture was suspected to have captured the back wall of the artery. The knot of the second proglide device was not advanced, the suture was pulled to expose the knot but was unable to be cut. The suture of the second proglide device was trimmed down below the skin level. The suture of a third proglide device was successfully pre-placed. The sheath was upsized to a 14f and the ventricular tachycardia ablation procedure was completed. During knot tightening, a suture break occurred with the suture of the first proglide device. The knot of the third proglide device was advanced successfully; however, hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.